Event description:
It was reported that a faulty fiber card resulted in fiber failure prior to beginning a prostate procedure (0 joules used). The case was completed using a second fiber without further issue. There was no injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber card was found to be functional and the fiber was found to have been used (58,960); the fiber cap was found to be drilled through and exhibited detritus, char and devitrification. The drilled through fiber cap condition could result in a forward firing condition of the side firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.